Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The customer's wife reported that the patient was wearing the omnipod 5 with the dexcom g7 sensor on (B)(6) 2024. The patient did not look well and it was reported that that his skin was dusky and he was lethargic. The patient¿s dexcom sensor was reading low and so they checked the patient¿s blood glucose level by fingerstick and it was over 600 mg/dl. The patient reportedly collapsed at home and his wife started cardiopulmonary resuscitation (CPR) and called emergency medical services (ems). It took ems 20 minutes to get to the patient¿s home and upon arrival they pronounced the patient dead and did not transport him to the hospital. The wife reported that no autopsy was done. Cause of death was not reported. Date of death was (B)(6) 2024.

Manufacturer narrative:
The case description alleges that the user's dexcom g7 sensor was reading urgent low values, but a fingerstick indicated that the user's blood glucose values exceeded 600 mg/dl. Cloud data for the period of (B)(6)2024-(B)(6)2025 was downloaded and reviewed. Cloud data indicated that a device with a sequence number matching the complaint device was activated at 20:36 on (B)(6)2024. Patient history buffer data indicated that the pod was received valid estimated glucose values (egvs) from the sensor until 07:48 on (B)(4)2024 when a pod with a sequence number of (B)(4) was deactivated. No pod was active after this deactivation until 13:22 on (B)(6)2024. Upon activation, this pod began receiving a constant string of -5 egvs, indicating that an unrecoverable sensor error had occurred. Estimated glucose values transitioned to -3 for several cycles before transitioning to -4, indicating that the device began scanning for a sensor but was unable to find one. When the complaint device was activated shortly after, egvs once again transitioned from -3 to -4, indicating that the pod was scanning for an active sensor but was unable to find one after scanning for 20 minutes. -4 egvs continued until the pod was subsequently deactivated. Due to the consecutive missing sensor values, the system was switched to manual mode, where it appropriately began to deliver the user's set basal rate. Missing estimated glucose value alerts were generated as expecting. The system functioned as intended to deliver insulin as intended while receiving invalid egvs from the sensor. It could not be determined from the available cloud data what prompted the unrecoverable sensor error and subsequent pod and sensor connectivity issues during operation. The cause of the reported discrepancy on blood glucose values between the user's sensor and fingerstick could not be determined.